Manufacturer narrative:
Product event summary: analysis confirmed the programmer would not interrogate devices, the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the display screen dropped and the fan was noisy. Product ID 2067 radiofrequency head.

Event description:
It was reported that interrogation was not possible. When the connector was wiggled, interrogation was intermittent. Changing the programmer rf (radio-frequency) head produced the same results. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).